Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ligation of the bile duct on a laparoscopic cholecystectomy, the ligation clip could not be clipped after firing. A new ligation clip was used to continue the case. There was no patient injury.